Event description:
A patient reported blood glucose results of "123 mg/dl" with a lifescan meter and "85 mg/dl" on a laboratory device on the first attempt, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. On the second attempt, a patient reported two blood glucose results of "80 mg/dl and 82 mg/dl" with a lifescan meter and "85 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results did not exceed lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.